Event description:
A customer contacted beckman coulter regarding erroneously low hemoglobin (hgb) result obtained from a single patient sample. The low result was generated by coulter lh 750 instrument. The customer indicated that hgb result was 8.6g/dl. The patient sample was tested for hgb on another instrument in their lab. The hgb result obtained from another instrument was 11.2g/dl. The initial hgb result is believed to be erroneous when compared to hgb result generated by another instrument. Based on available information, there was no change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): qc was within specifications prior to the event. Qc was not run after the event. The specimen was collected in a regular hemogard purple top tube. The erroneous result occurred in a specific sample. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered air bubbles in the wbc diluent dispenser. The fse found above the wbc dispenser a small hole cut in the pinch valve tubing allowing air to leak into the diluent system. The fse replaced the tubing and fixed the leak. The fse performed diagnostic, qc, reproducibility, and instrument-to-instrument comparison testing. All results were within specifications. The fse verified repair per established procedures; the results meet published performance specifications. Patient treatment was not affected in this event. On recur, there is a potential that erroneous result could be reported and patient treatment could be affected. A malfunction will be assumed for the purpose of this report.